Manufacturer narrative:
The olympus representative instructed the customer on how to use the device properly. The device was not returned to any of the olympus locations. Therefore, olympus could not directly inspect the device. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If the customer does not check the concentration of the disinfectant solution every time, it may not be possible to disinfect sufficiently. Olympus medical systems corp. (Omsc) will notify the user facility to check the concentration level of the disinfectant solution each time according to the device's instruction manual before disinfecting the endoscope. If additional information becomes available, this report will be supplemented.

Event description:
A customer contacted the olympus representative and found that the customer did not check the concentration level of the disinfectant solution. The disinfectant solution was supposed to be checked by the user whenever they run the machine. However, this customer randomly conducted it. They checked every 20 cycle, and sometimes did in the morning. This doesn't guarantee effective endoscope reprocessing. There was no report of patient injury associated with this event.